Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k011028 / k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient was having pain. The doctor checked the implant at tooth location #10 and saw granulation tissue and gingival cuff. The patient had tenderness to palpation at the buccal area. The doctor prescribed clindamycin since the patient recently broke their arm and did not want to have the implant removed at that time. The implant later fell out on it's own due to infection. Symptoms as a result of the event: pain & inflammation.